Event description:
Note: this is 2nd of 3 related complaints. Complaint stated as blood leak from pump segment. Several attempts made to verify details of this complaint. Allegedly, blood leak occurred from a slice of the blood pump segment, while a pt was undergoing dialysis. It was noticed when the air detector alarmed and air was visualized from the blood pump segment to the air detector. The slice was then seen in the tubing and approximately 30 cc of blood was lost. The extracorporeal system of blood was discarded due to air. The pt was sent to the hosp for evaluation; air embolism could not be confirmed. The actual sample blood line was discarded and lot number was unknown.

Manufacturer narrative:
Pir 9700444-follow-up report, 9/15/97: an identified sample was provided by the facility for evaluation. The results of this random, possibly related sample analysis, was as follows: a scratch was found on the external surface of the pump segment tubing. There was no known source of this scratch, that would have occurred during the mfg or assembly processes. Dynamic testing was performed to simulate dialysis conditions and the leak could not be replicated. Most likely this scratch was caused by an external source during use. Because both the actual sample and the lot number were not available the complaint as stated could not be confirmed. Enforced return of the actual sample involved in future complaints.